Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was a delivery issue and an introducer kink during impella cp implant. Due to tortuous iliacs, the case was aborted. It was noted that the impella catheter couldn¿t get past the femoral artery due to vessel tortuosity and the sheath got kinked. There was no reported patient harm. An additional manufacture report was sent for the impella cp (serial number (B)(6).

Manufacturer narrative:
The investigation was completed. No product was returned. Product damage (introducer kink): the cause of the product damage was determined to be patient condition as the patient had iliacs that were too tortuous which cause the catheter to kink. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had iliacs that were too tortuous preventing successful delivery of impella. Device history review was completed and passed all post sterile inspection checks.